Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose levels were 543 mg/dl, 432 mg/dl, 303 mg/dl, 347 mg/dl, 235 mg/dl, 247 mg/dl, 253 mg/dl. Customer reports they did receive a sensor updating and change sensor alert. Customer reports they did not receive a calibration not accepted alert. Customer did not experienced any symptoms and not treated for high blood glucose event. The insulin pump will not be returned for analysis.